Event description:
It was reported that the customer experienced an error with their continuous glucose monitor (cgm), specifically noting that the cgm screen was greyed out. There was no adverse impact to the customer's blood glucose level. The customer had already reset the pump before contacting technical support, and as a result, the error did not reappear. The customer successfully initiated their sensor session.